Manufacturer narrative:
The device used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported complaint. Functional evaluation was performed and the reported problem was confirmed. The motor gear could not be manually moved. In order to perform the handpiece characterization test, which determines the allowed amount of torque for proper motor function, the handpiece was sterilized prior to the characterization test in an attempt to free up the frozen motor gear. After sterilization, the handpiece failed the characterization test. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the handpiece and failure mode(s) "jamming / seizing" identified similar events. The most likely cause of this event is the mechanical failure of the motor. Further investigation into the reported failure is being conducted to determine if additional actions are required.

Event description:
It was reported that before a tka procedure, they ran a handpiece test and torque score came back at 98. Gears made sound that they were grinding. Later they ran another handpiece test and the score came back at 16, so, continued to use handpiece in the case with no issue. No patient injuries or other complications were reported.